Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the patient's implantable neurostimulator (ins) did not work and the patient's tremor had returned. It was stated the patient's ins had been checked two and a half weeks prior to this report and the patient was told there was nothing wrong with it at the time. It was noted the patient's symptoms returned about 3 days prior to this report. It was added the patient did not feel anything different after pressing the "ins on" button. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3387s-40, lot# v006872, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v006872, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of event was due to a change in medication. It was reported there had been no deep brain stimulation malfunction or event.